Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred during basal delivery. Customer's blood glucose level was 211 mg/dl. It was confirmed that the customer had manual injections available.